Manufacturer narrative:
Due to characterization limit e1: event site name and postal code: (B)(6).

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) fluid (blood) had egressed out of the iab circuit (catheter) and into the iabp pim and leaked out into the cabinet where the safety disk resides. No harm or injury to the patient was reported.